Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 99% stenosed lesion was located in a calcified and severely tortuous proximal circumflex (cx) artery. The taxus express2 3.0x24mm drug eluting stent was unable to cross the lesion. As the device was being withdrawn, it caught on the guide catheter. As the stent delivery sys and guide catheter were being removed, the stent caught on the sheath and the stent dislodged. The dislodged stent had migrated to the leg and was retrieved with a snare. The procedure was completed with a different device. No further pt complications were reported. Pt status is satisfactory.